Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that procedure was to treat to treat a perforation at the right coronary artery that is heavily calcified and heavily tortuous. The 2.8x26mm graftmaster covered stent failed to cross due to anatomy. An unknown device was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.